Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Explant date: (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 15409336/14615451.

Event description:
It was reported that the patient's ipg was no longer holding a charge. It was also noted that the patient was experiencing discomfort. The patient underwent revision procedure wherein a competitors ipg and leads were implanted. The explanted devices were discarded.